Manufacturer narrative:
H10: a photo sample as well as the actual device were received for evaluation. A visual inspection was performed on the returned actual sample, and it was noted that the blue protective pull ring cap was attached, and no issue were noted. The returned photograph was reviewed, and it was noted that a loose pull ring cap was depicted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective shipping pull ring cap of a peritoneal dialysis (pd) transfer set disconnected from the catheter adapter. The disconnected pull ring cap was discovered in the packaging of the device prior to patient use for pd therapy. There was no patient involvement. No additional information is available.